Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. Analyst commented, unexpected shock due to lead noise oversensing on (B)(6)2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient indicated shock received from implantable cardioverter defibrillator (ICD) and device alarming. Device interrogation revealed right ventricular (rv) lead noise correlating to lead fracture. It was also reported noise reproduced with patient tapping on and by moving the ICD. Review of transmitted data revealed that the rv lead exhibited oversensing indicating lead fracture or lead device contact issue, and the rv lead shows a sudden jump in rv and defibrillator lead impedance that also reflects high impedance. The ICD and rv lead remain in use. The rv lead therapies programmed off and device re-programmed with pacing back up mode. No further patient complications have been reported as a result of this event.